Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing that resulted in delivery of inappropriate shocks in two separate episodes. Additionally, intermittent oversensing of noise was observed. The noise was suspected to be related to myopotential or non-physiologic signals. Technical services (ts) discussed troubleshooting and programming options. A health care professional (hcp) noted the patient was not in distress and they were considering outpatient follow up. No adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this s-ICD and electrode delivered additional inappropriate shock therapy due to oversensing of noise. The noise was able to be reproduced with any patient movement. Technical services (ts) discussed potential causes. The physician was considering system explant and replacement with a transvenous implantable cardioverter defibrillator (ICD) system. Available information indicates this device remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing that resulted in delivery of inappropriate shocks in two separate episodes. Additionally, intermittent oversensing of noise was observed. The noise was suspected to be related to myopotential or non-physiologic signals. Technical services (ts) discussed troubleshooting and programming options. A health care professional (hcp) noted the patient was not in distress and they were considering outpatient follow up. It was later reported that this s-ICD and electrode delivered additional inappropriate shock therapy due to oversensing of noise. The noise was able to be reproduced with any patient movement. Technical services (ts) discussed potential causes. The system was explanted and replaced with a transvenous ICD system. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that surgical intervention was undertaken. This s-ICD and electrode were explanted and replaced with a transvenous ICD system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.